Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was no display on the flexvision pc. No further information regarding the issue has been provided. No service has been performed by philips since this service quotation has been cancelled by the customer. To date, there have been no further reports of this issue. The gdt has been updated to not reportable as the system worked after the restart normal.

Event description:
It has been reported to philips that the integris allura 15 & 12 monoplane system indicated an error in the configuration book. After this was noted the arch locked and did not work again. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.